Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 100 mcg/ml baclofen at a dose of 73.7 mcg/day and 9.5 mg/ml dilaudid at a dose of 7.0014 mg/day via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported that the patient's pump was nearing end of service (eos) and they had tried scheduling the patient to replace the pump and catheter but the patient was not good with following through so they had to keep pushing out the replacement date. The patient would not be able to have their surgery at this time since their white blood cells went up. The surgeon had reported the "tubing and catheter" had cracks so they would need to replace that as well. The patient's pump started alarming due to low reservoir on (B)(6) 2017 but the managing hcp did not want to fill the pump since it was near eos. They would be covering the patient with other meds but they would like to permanently shut off the pump so it does not alarm in the future. The pump off authorization form was sent. The patient was admitted to the hospital on the morning of (B)(6) 2017 due to symptoms related to his diabetes and other unrelated health issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that elective replacement indicator (eri) had occurred on (B)(6) 2017. The tubing and catheter had cracks had not been resolved and it was unknown what interventions were taken to resolve as another hcp was the surgeon to replace the catheter. The cause of the low reservoir alarm was determined to be eri on (B)(6) 2017. As an action/intervention taken to resolve the low reservoir alarm the pump was discontinued. The low reservoir alarm was resolved by discontinuing the pump.